Manufacturer narrative:
(B)(4) d10: 00598004701 - stemmed tibial component precoat size 5 for cemented use only use of this tibial component with lcck articulating surfaces requires using a stem - (B)(6). G2: foreign - event occurred in switzerland. H6: mechanical (g04) - stem. Customer has indicated that the product will not be returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a patient underwent an initial surgery at an unknown date. Subsequently the patient had a revision due to the femoral stem was found fractured. Attempts have been made and no further information has been provided.